Manufacturer narrative:
H3, h6: the navio surgical system footpedal, part number 120031, and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The foot pedal functioned as expected; no additional findings were observed that could contribute to the reported problem. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is the footswitch may have been unintentionally pressed down at the time of the incident. . Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that after, completing smart-mapping of the femur during a navio procedure, the surgeon removed the probe from bone and navio continued beeping. The robot was still collecting even though the footpedal was not pressed. He cleared and recollected the mesh. The issue did not happen again. There was a delay of less than 30 minutes. No other complications were reported.